Event description:
Consumer stated: the bristles of eq tbp sonic rf 3ct are coming off and falling apart. Bristles falling out of two brush heads he has. A whole clump fell out, and bristles got stuck in his teeth.